Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter -the article was written by r. Large, a. Tambe, t. Cresswell, m. Espag, d. I. Clark, from the royal derby hospital, derbyshire, united kingdom. The journal of bone and joint surgery, www.jbjs .org, volume 96-a, number 1, october 10, 2014; 96-b:1359¿65. 510k number - unknown. Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "medium-term clinical results of a linked total elbow replacement system¿ which examined a large series of discovery primary ters with analysis of indications, objective outcomes, radiography, complications and revision data. The study followed forty-eight (48) patients who received fifty-one (51) consecutive primary discovery total elbow replacements between april 2008 and november 2011. Six patients were lost to follow-up. The journal article reported that adverse events and/or revision procedures occurred due to the following reasons: one (1) revision due to deep infection and loosening three (3) washouts due to deep infection one (1) patient death due to sepsis three (3) revisions due to septic loosening sixteen (16) events of radiolucencies (three could not be seen on imaging, four did not progress, nine progressed without complete loosening) four (4) development of radiological loosening five (5) aseptic loosening (three of the five patients were revised) two (2) triceps failures two (2) patients who developed ulnar neuritis one (1) post-operative lateral epicondyle fracture the article concluded that the discovery ter provides clinical results which are similar to the semi-constrained devices presented in systematic reviews. Continued monitoring of the long-term outcomes with particular focus on lucency around the humeral component is warranted. The relationship between obesity and deep infection is noteworthy. This review highlights that despite advances in the design of ters, complication rates remain high.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Complaint description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "medium-term clinical results of a linked total elbow replacement system¿ which examined a large series of discovery primary ters with analysis of indications, objective outcomes, radiography, complications and revision data. The study followed forty-eight (48) patients who received fifty-one (51) consecutive primary discovery total elbow replacements between april 2008 and november 2011. It was reported that the patient had a revision due to deep infection and loosening on a unknown date. There has been no further information provided and the patient outcome is unknown.